Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that one day post implant during induction, the capture threshold had increased and no capture was observed. The device was explanted and replaced.